Event description:
Information received indicates while performing preventive maintenance on the bed, the technician found the trendelenburg function was not working.

Manufacturer narrative:
The technician replaced the manual trend valve but the issue remained. The technician replaced the hydraulic manifold to repair the bed.